Event description:
It was reported to kendall on 5/11/01 that on more than one occasion the lids of the containers were not opening up after sharp was placed on the tray. Containers stayed in the full sign position and nurses tried to open the containers and got a needlestick injury. Two containers with contents received and forwarded to plant for evaluation.